Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Reporting address state: (B)(6). The customer requested a quote for the part. The manufacturer still needs to complete the investigation of this event. An updated report will be provided upon completion of the investigation.

Event description:
The articulated arm allowing the support of the patient circuit is broken. The clam in which it is screwed is working. It is unknown if a patient was involved at the time of the incident.